Event description:
The customer reported the ortho provue analyzer interpreted a weakly positive sample containing anti-kell antibody as negative. The customer did not visually inspect the gel card. The customer reviewed the provue results image and confirmed the reaction in the affected microtube was weakly positive (less than a 1+ reaction). The customer returned to the hospital on (B) (6) 2009. The customer tested the sample in manual gel method using the same lot of gel cards and screening cells and obtained weakly positive results. Anti-kell was identified using ortho resolve panel c cells. The sample reacted positive 3+ in tube method using peg reagent. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer visited the customer site and performed reader camera alignment and optics. Wad diagnostic card reading and pipetting test was success. Qc testing was acceptable; however, the analyzer was unable to detect very weak reactions using the sample in question. The customer performed manual gel testing and the results were less visible reaction/ very weak reaction than with the provue. According the fe, the reaction was not visible on the monitor. Visual inspection of the processed gel card showed what was described as "very small red dots" (very weak reactions). This customer has not logged any complaints against this analyzer since this incident. Incident is isolated. (B) (4).